Event description:
It was reported that, "pt was revised due to instability."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402, lot# xefu, triathlon prim tib baseplate - cemented; cat# 5520-b-300, lot# zbpw, triathlon symmetric x3 patella; cat# 5550-g-319, lot# 855a, triathlon femoral peg modular distal fixation; 5575-x-000, lot# lbddh, simplex p full dose 1 pac; cat# 6191-1001, lot# rkp221. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.